Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The fse sent a quote for the battery to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the battery will be replaced to get the device into working order. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device is not working. There was no patient involvement.